Event description:
Consumer reported needle break off in 2008 cannula broke off, consumer went to urgent care and then hosp ER to have needle pulled out. Consumer saw a general surgeon who cut her skin and saw needle, but did not take it out and said wait few weeks "hard deposit might form".

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.